Event description:
Major pump unit(s) involved: drive unit failure;grinding/ red heart alarms/ bearing wear.specific component(s) involved: other component malfunction, specify;grinding/ red heart alarms/ bearing wear.causative or contributing factor: no specific contributing cause identified;intervention : explant hmxve- replaced with hmii;type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: other component malfunction.